Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had insufficient brightness, and the light guide hose was deteriorated. The issue occurred during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: the glass of distal end light bundle is damaged, broken, dents, internal cracked and failure of the light guide bundle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the light guide hose is deteriorated, the cause could not be determined. The most likely cause is contact with some sharp edged or pointed objects. For the distal end universal cord glass scratched and internal cracked, the cause of a component failure of a component of the insertion part could not be determined. It is more likely to have been contact with another endoscope or other object. As for the glass of distal end light bundle is damaged, broken, dents, this event is caused by a component failure of the light guide bundle. The light guide bundle failure is deformation problem, but the cause could not be determined. The most likely cause is that the cable was damaged by the excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had insufficient brightness, and the light guide hose was deteriorated. The issue occurred during cleaning and disinfection. There were no reports of patient harm.